Manufacturer narrative:
Due to character limit in e1 full initial reporter name: (B)(6). Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: e1, e3, e4 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the unit failed the all manifolds test due to a defective drive manifold. The drive manifold was replaced to resolve then issue.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed drive manifold test during preventive maintenance. There was no patient involvement.